Event description:
The customer returned the product for "program button not working", during physical inspection it was found that the dso seal was detached and that the motor odometer had over 6 million rotations. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. There was no previous service history in the past 12 months. Investigation of the device identified a detached downstream occlusion (dso) seal, motor odometer was over 6 million rotations. The dso seal and motor were replaced. The dso /upstream occlusion (uso) sensors were calibrated. The device then passed all validation tests.